Event description:
An angiographic catheter was being used for a tunneled dialysis catheter exchange. While removing the catheter the tip disconnected from the catheter shaft, but was visible on the wire. Hemostats were used to grasp the catheter tip and remove over the wire. There was no harm or injury reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. Review of the complaint data base did not reveal any similar complaints for this lot. The device was examined visually and the complaint was confirmed. The catheter body tubing was separated from the tip tubing. Under magnification adequate flow of material was observed at the fusion zone. The managing technologist stated that using the catheter and wire (to create a tunnel for a new catheter) in this manner has the potential to damage the catheter and wire. The tip portion appears to be slightly elongated. Device history review, complaint data base was reviewed. Results: catheter.